Event description:
Patient was implanted with va condylar plate and screws, date unknown. Patient returned to surgeon and complained of leg shortening, rotation. An x-ray showed that 4 out of the 5 locking screws were loosened and backing out of the plate. Patient was returned to the o.r. On (B)(6) 2013 for plate screw removal. Patient was revised to a 4.5mm lcp curved condylar plate. This is 1 of 6 reports for this event.

Manufacturer narrative:
Device manufacture date: 10/24/2012. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. Add'l pro codes: jdp, hwc. Without a lot number, the device history records review could not be completed. The device was received and the investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. The visible investigation shows that the thread on the head is damaged; the hexagon recess shows marks of use. Also the thread on the shaft is damaged at approx. 7mm below the locking head. The present screw is etched with 02.231.675 and lot number 8133310. Because of the damage, the complaint relevant dimensions can not be checked for dimensional accuracy of the valid manufacturing specifications. A device history records review has been requested. The part and lot number and brand name were found during the manufacturing evaluation and have been updated.

Event description:
This is 1 of 6 reports for (B)(4).